Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract procedure the handpiece warmed at the beginning of the surgery and then stopped working mid-surgery. When trying to exchange the handpiece the system froze. The case was completed without harm to the patient. The surgeon felt electric shocks after removing his gloves. Additional information has been requested but not received.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿in the middle of surgery the handpiece heated in the surgeons hand and progressively decreased with the ultrasound. Aspiration was listed as ¿zero despite pressure on the footswitch, water flowing normally, and other parameters set at normal.¿ the crystalline lens was listed as a grade 3. When the event was noticed the handpiece, tubing, and cassette were exchanged to complete the case, according to the questionnaire returned. The machine did not detect anything according to staff. The staff shut down the machine and rebooted to complete the case. The questionnaire returned mentions that the procedure ¿took longer than expected (15 minutes). The surgeon did not specify any information about the ¿system shut down and shocks.¿ additional, related information was requested, but was not obtained from the customer. The customer was sent a replacement handpiece, upon the request of the customer. However, the handpiece which was suspected to have been ¿defective¿ has been lost by the customer and will not be returned for evaluation. Thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. With the information obtained, a root cause cannot be conclusively identified. The system does not appear to have contributed to the reported event(s).¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The customer had the handpiece to return for evaluation and then lost the handpiece. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on september 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that handpiece ultrasound and aspiration stopped working. The cassette and tubing was exchanged. It has been clarified that the system shut down and was restarted. There was no patient harm reported.